Event description:
It was reported that the catheter insulation detached. During a procedure, the physician noticed that the insulation between the ring electrodes detached on the 7/110/2.5/8-8 n4 intellatip mifi¿ xp temperature ablation catheter. He also noticed the tip of the catheter was bent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the returned device matches with upn and lot provided by the customer. The device does not have visual defects. The tip and the rings adhesives are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that there was complete separation of the ring electrode insulation during a flutter procedure. The procedure was stopped and the patients condition is very good.